Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 14french coude catheter was placed using sterile technique. No urine noted was draining from catheter and patient was leaking urine around catheter. Nurse attempted to flush catheter and was unsuccessful. Catheter discontinued and no hole noticed at the tip of catheter.

Event description:
It was reported that 14french coude catheter was placed using sterile technique. No urine noted was draining from catheter and patient was leaking urine around catheter. Nurse attempted to flush catheter and was unsuccessful. Catheter discontinued and no hole noticed at the tip of catheter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: a. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.